Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the label. The t1 was returned on the suture. The t2 is off the suture and broken at the suture hole. It doesn't appear any pieces are missing. The actuator is in the pre-t1/post-t2 position. There is bio debris on everything. A functional evaluation showed the device cycled as intended. An assessment of material characteristics found the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found the assembler should verify the t2 implant and suture do not present any damage. A clinical review states that two provided undated photos were reviewed. One photo appears to show the delivery device in clear packaging and the second undated photos appears to show a broken t. ¿results of investigation found that the t2 implant is off the suture and broken at the suture hole.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided. It is unclear if the IFU was adhered to. However, the IFU instructs ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the t1 implant could not be deployed. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Results of investigation found that the t2 implant is off the suture and broken at the suture hole.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).